Event description:
Customer reported observing air bubbles and gaps in the tandem mobi cartridge. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer performed a supply change to address the issue.